Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while trying to cut the last branch, vaso view hemopro device had to be unplugged and plugged in again to complete the procedure. This device was used to complete the procedure. The hospital did not report any pt effects. Although the exact event date was not reported to us, it was reported that the event occurred sometime the week before the report was made.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).